Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), paraesthesia ("tingling in legs"), hypoaesthesia ("numbness in legs") and genital haemorrhage ("blood loss"). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain, paraesthesia, hypoaesthesia and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, hypoaesthesia, paraesthesia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media : hypoaesthesia and paraesthesia, medical device removal, pelvic pain and genital hemorrhage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: social media received- event medical device removal deleted and added surgery for newly added event pelvic pain. Event blood loss added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), paraesthesia ("tingling in legs"), hypoaesthesia ("numbness in legs"), genital haemorrhage ("blood loss") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, paraesthesia, hypoaesthesia, genital haemorrhage and musculoskeletal pain outcome was unknown. The reporter considered genital haemorrhage, hypoaesthesia, musculoskeletal pain, paraesthesia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: social media: new event:musculoskeletal pain was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced paraesthesia ("tingling in legs") and hypoaesthesia ("numbness in legs"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, paraesthesia and hypoaesthesia outcome was unknown. The reporter considered hypoaesthesia, medical device removal and paraesthesia to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media : hypoaesthesia and paraesthesia, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received new event congratulations on becoming e-free were added. New reporter were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), paraesthesia ("tingling in legs"), hypoaesthesia ("numbness in legs"), genital haemorrhage ("blood loss / bleeding"), musculoskeletal pain ("shoulder pain") and autoimmune disorder ("autoimmune disease"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, paraesthesia, hypoaesthesia, genital haemorrhage, musculoskeletal pain and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, hypoaesthesia, musculoskeletal pain, paraesthesia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: social media: no new information. The case (B)(4) (deletion case) was found to be duplicate of the case 2018-203350(retention case).all the information including, reporters, reference numbers and source document were transferred from deletion case to this case. New event autoimmune disorder was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.